Manufacturer narrative:
A copy of the case was given to the quality mgr on 9/29/2009. A case review was performed by three reviewers. These reviewers came to the same conclusion that there were no recordings on the disk that would help them understand the origin of the issue. The review noticed that the study was resumed three times. The cs catheter looked stable. No drift was observed based on the cs catheter shadow. No fluoroscopy image was present to compare to. The lasso and abl catheter positions looked correct. The image of the lasso and abl catheters appear the way they should when they are positioned in the chamber. The rep for the hosp spoke to the physician, and he did not indicate that he thought the ensite system caused or contributed to the incident. The cause of the reported incident remains unk.

Event description:
The fce called to report that a pt injury had occurred. During an atrial fibrillation ablation case utilizing the ensite system the pt experienced cardiac tamponade and had to undergo an emergency pericardiocentesis in the ep lab. The procedure was aborted. Approximately 7 sites around the left pulmonary veins had been ablated. A thermocool catheter was used. No lot# and serial# were provided. There was difficulty with the ensite system and the location of the ablation catheter appeared to be off in comparison with the lasso catheter according to fluoroscopy. The pt had 800ml of blood withdrawn via the pericardiocentesis.